Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Report source foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the fuse was replaced. After the replacement the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the manufacturer representative has done some tests on site and the positioning sensor unit (psu) completely stopped working. It was blacked out and no leds were visible while the system was turned on. The navigation interface unit (niu) was working however and the monitors were also functional. No patient was present at the time of the event. Additional information was received stating that the root cause of this error was a broken microfuse of the remote control unit (rcu) spectra unit.